Event description:
It was reported that the patient presented for an implant procedure. It was noted that it was difficult to advance the stylet into the lead.

Manufacturer narrative:
Correction: upon review of additional information received, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event. Please retract the report 2017865-2022-38010.